Manufacturer narrative:
Concomitant medical products: 438-01 lead, implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having trouble with their lead. The lead remains in use. No patient complications have been reported as a result of this event.